Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The arm 3 was analyzed, and it was confirmed as having occurred in the field but could not be replicated in-house. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart fixture test platform, passed all test. The complaint was not confirmed based on failure analysis. The probable root cause is attributed to the cannula mount assembly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse saw error 1162 present in logs on multiple startups pointing to universal surgical manipulator (usm) 3. The fse was unable to trigger error when installing and removing cannula, however the fse did replace the usm. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, a repeated error appeared on the universal surgical manipulator (usm) arm 3. An operating room (or) staff contacted technical support after the procedure to report the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view logs. Prior to calling in, the site performed a hard reboot with no change; therefore, they disabled the usm arm 3 to continue the procedure. The tse had the site perform a hard reboot and the fault disappeared. The site was able to stow the system. The procedure was completing as planned with no report of patient injury.